Event description:
The customer reported that the insulin pump had a blank display after inserting a new battery, then the device alarmed and shut off. The blood glucose reading was 110 mg/dl. The caller mentioned that the contacts on the battery cap were not missing or corroded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).